Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crtd) oversensed myopotential signals on a non-boston scientific left ventricular (lv) lead. This resulted in pacing inhibition of less than two seconds. The device was re-programmed and technical services discussed other programming considerations. At this time, the device and lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).